Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the frequent charging of ins was the patient could not locate their implant device without difficulty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It took 3 steps to resolve the issue. The last step was battery replacement which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they used to charge their implant every day and a half and now they had to charge the implant the very next day within 24 hours or they would lose all power to the implant. The issue began in the last 2 weeks. Patient stated that they had settings recently and it had been a while since they changed them so they were wondering if there was a reason. Patient mentioned they recently saw their healthcare provider. Agent reviewed with patient implant battery depends on the usage and therapy settings. The issue was not resolved. Agent advised the patient to follow up with their healthcare provider if the issue persisted with charging their implant every day. Patient stated that they had settings recently and it had been a while since they changed them so they were wondering if there was a reason' to patient stated it's been while since they've changed them (agent understood patient was referring to their settings). Now it's not holding as long, and they were wondering if there was a reason.